Event description:
Hosp advised that in october 2002, a 250ml infusion of dopamine was initiated on a pt with gunshot wounds, infusion was titrated throughout the day according to pt's blood pressure (b/p) with expected response to program changes. The pt was weaned off the dopamine at 4:10pm. From 1 to 6:oopm the total output recorded for dopamine infusion was 88.4cc. 6:50pm: the pt's b/p was 90/50. The dopamine infusion was resumed at a rate of 10mcg/kg/min. At 6:55pm:pt's b/p was 103/33. The dopamine was increased to 15mcg/kg/min. 7:15pm:b/p 100/30 dopamine increased to 20mcg/kg/min. 7:30pm: pumping module alarmed and displayed channel error while infusing dopamine. User moved the dopamine to a different module pumping module. The dopamine was restarted at 44ml/hr. Pt's b/p immediately increased to 170/74. The dopamine infusion was turned off. 8:00pm: pt's b/p was dropping, and dopamine infusion resumed at 5mcg/kg/min. B/p immediately up to 160s plus systolic, dopamine infusion stopped again. 10:00pm: b/p remained high despite dopamine infusion being turned off. Total volume infused according to the pump was 1.2cc since 6pm. One day later: 12:30am: pt's b/p was dropping. The dopamine bag was empty. A new bag was hung and the dopamine, which had been truned off, since 8:00pm was restarted at a rate of 5mcg/kg/min, but was quickly weaned down to 1.25mcg/kg/min due to pt's b/p of 195/75. 4:ooam:b/p was down to 90/29, dopamine increased to 2mcg/kg/min. 5:ooam: b/p 101/32, dopamine increased to 3mcg/kg/min.7:15am: the day shift nurse enters pt room for initial assessment and finds dopamine bag dry. New bag hung, pump had accounted for only 20.9cc of the 250cc bag, that was hung just after midnight. Systolic b/p immediately increased to 215. Dopamine infusion stopped, channel turned off and stopcock at pt's triple lumen catheter turned off. 9:20am: pt's b/p dropping to 94, dopamine restarted at 1mcg/kg/min systolic b/p immediately rose to 225. Nurse stopped the channel, looked up to see the drip chamber free flowing and the dopamine bag which had been hung at 7:15am nearly empty. User closed the roller clamp and disconnected the setup from the pt. The system had accounted for 1.1cc of the 250ml bag of dopamine hung at 7:15am. The system was shut down, and the administration tubing infusing the dopamine was removed. At 1:00pm: a new system was set up on the pt, with the dopamine set up to infuse at a rate of 4mcg/kg/min. Systolic b/p stablized in the 150s. There was no further incidence. There was no pt consequence.